Event description:
Device 1 of 2. Reference MFR. Report number: 3006705815-2019-00298.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report number: 3006705815-2019-00298. It was reported that patient did not show up for the trial lead pull out. On (B)(6) 2018 patient came to physician office with the entire system in her hands, including the leads. It is not certain whether the patient pulled the leads out on her own or they came out on their own.